Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week post-implant an elevation in pacing thresholds were exhibited on this right ventricular (rv) lead. An x-ray confirmed the rv lead had slightly dislodged. In absence of stable performance, the physician elected to surgically intervene and reposition this product. The lead was successfully repositioned and no adverse patient effects were reported. To date, the lead remains implanted and in service.